Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) /2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The unit failed external visual inspection due to "call tech support" error message was observed on screen of the receiver. Perform global receiver communication tool audio test to verify audible tone from speakered. The reported event of no audio output was not confirmed. A root cause could not be determined.